Manufacturer narrative:
This event will cover (B)(6) 2019 admission and transplant. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had chronic bacteremia. The initial infection ((B)(6) 2019) was due to the patient¿s automatic implantable cardioverter defibrillator (aicd), but the bacteria appeared to have seeded in the pump leading to multiple recurrence of bacteremia. It was diagnosed to be methicillin-resistant staphylococcus aureus (mrsa) recurrent bacteremia. The aicd was removed on the second recurrence of bacteremia. Patient was admitted for mrsa multiple times, for (B)(6) 2019 admission patient received IV daptomycin then transitioned to pi doxycycline. She was discharged after having negative blood culture's each time. Patient was bridged to transplant and underwent transplant secondary to chronic drive line infection.